Event description:
Had breast augmentation with mentor breast implants. Shortly after I became ill, I believe I¿m suffering bii (breast implant illness); being since I had them put in I¿ve developed many health issues. Way too many to actually type out in this tiny box. I would never recommend breast implants to anyone ever!